Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having little shocks from the implant and was having diathermy. No further complications were re ported/anticipated.